Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Name and address- (B)(6). The actual sample was received for evaluation. Visual inspection revealed no anomaly including a kink over the entire length. Magnifying inspection of the platinum coil section found that the coil at approximately 23mm from the distal end had been misaligned, and the coil pitch had been widened near the joint of platinum coil, stainless steel coil, and the niti core wire. Magnifying inspection of the stainless-steel coil did not find any anomaly including widened coil pitch. Magnifying inspection of the shaft surface found that shearing of ptfe coating had been generated on approximately 1060-1080mm, 1280mm, and 1500mm from the distal end. The shearing had been developed in the proximal direction. The state of adhesion of the ptfe coating was confirmed by splitting the intact section of the actual sample. No gap was observed under the coating layer and confirmed to be comparable to that of a current product sample. The outer diameter was measured on the intact section and confirmed to meet the manufacturer specifications. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. Do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that that the actual sample was manipulated while its ptfe coating section having been in contact with a hard object, which resulted in the shearing of ptfe coating. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the involved runthrough ns device was used during the procedure. Lad#6 99% calcified. After the guiding catheter was engaged, the device was attempted to cross the lesion with ryurei1.5/10. The device became stuck in the guiding catheter. A competitor's balloon was used. The actual sample did not stick in the guiding catheter; however, could not cross the lesion. Another attempt with ryurei1.5/10 was made again, and the device became stuck in the same location inside the guiding catheter. The patient was not harmed. The procedure outcome was not reported. Evaluation of the actual sample on 07apr2020 deemed this event reportable.